Event description:
A report was received that the patient's lead was bulging out of the neck causing more pain.

Manufacturer narrative:
Additional information was received that one of the leads was close to the skin but not bulging out. The patient was reprogrammed and was no longer experiencing pain. No further course of action will be taken at this time.

Event description:
A report was received that the patient's lead was bulging out of the neck causing more pain.